Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on january 30, 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2013 by dr. (B)(6). (B)(6) medical center in (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2017 by dr. (B)(6). (B)(6) medical center in (B)(6); the filter was not able to be retrieved. The patient had another scheduled retrieval procedure on or about (B)(6) 2018 by dr. (B)(6) and the filter was retrieved. Tilt, migration, fracture, perforation and multiple retrieval surgeries are alleged. The patient specifically alleges an ¿open removal through the abdomen.¿ argon¿s attorneys are attempting to gather additional information.